Event description:
It was reported that the customer woke up with elevated blood glucose levels (256 mg/dl).customer performed delivery system check and pump appears to functioning as expected. Customer delivered a manual injection to stabilize blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.